Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and iol misfolding was observed. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle, the plunger is veering to the right. The plunger is at the trailing optic edge but the iol is orientated incorrectly, the anterior side of the folded iol is facing towards the right side of the cartridge wall instead of the cartridge floor. The trailing haptic is misfolded. The leading haptic is extended straight. We are unable to determine the root cause for the reported complaint plunger looked like it might pass through side of lens. Misfolded iol was observed. Misfolded iol may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a nonqualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, when implanting, the plunger looked like it might pass through the side of the lens, so the plunger was not used. The surgery was completed after replacing the product with another one. There was no patient harm.